Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the end user alleged when going down a ramp, the chair will pitch forward. The end user alleged the feeling of falling out of the chair.